Event description:
It was reported that a malfunction occurred on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact on their blood glucose level. Technical support provided the customer with information to reset the pump and assisted them in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any malfunction code reappeared, which they acknowledged and understood.